Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall and symptoms of asia disease.

Event description:
Patient reported left side breast "lymph node tenderness," pain, mood alteration, decreased libido, irritable bowel, headache, alopecia, and "prosthesis is under recall". "Several symptoms of asia disease" was also reported and deemed not device related. The device remains implanted.